Event description:
It was reported that a patient underwent an accessory pathway ablation procedure with a thermocool smarttouch sf for which biosense webster¿s product analysis lab (pal) identified a hole on the surface of the pebax. Initially, it was reported that towards the end of the case, the force reading displayed on the carto 3 system jumped from 10-12 grams of force to 40-50 grams of force when coming on ablation. The catheter was re-zeroed without resolution. When the cable was replaced, the issue persisted. However, when the catheter was replaced, the issue was resolved and the procedure continued. The force issue was assessed as non MDR reportable. The risk of patient harm is considered remote. The biosense webster, inc. Pal received the device and per the evaluation completion on 11-apr-2025, a hole was observed on the surface of the pebax with reddish material inside. This was assessed as MDR reportable with an awareness date of 11-apr-2025.

Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation and force test of the returned device was performed following johnson & johnson medtech procedures. Visual analysis revealed reddish material presumably blood in the pebax section and an electrode lifted. Further investigation revealed a hole in the surface of the pebax. The device was connected to the carto 3 system, and it was recognized and visualized. No force issues were observed. A manufacturing record evaluation was performed for the finished device 31366264l number, and no internal actions related to the reported complaint condition were identified. Since blood material was observed, this could be related to the force issue reported by the customer; therefore, the customer¿s reported issue was confirmed. The potential cause of the pebax damage and electrode lifted could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The electrode condition was not related to the reported event. The catheter instructions for use (IFU) contains the following recommendations: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. To ensure accurate force readings, verify that the force reading is near zero when the catheter is not in contact with tissue. If the force reading is not near zero when the catheter is not in contact with tissue, perform zeroing. If the force problem persists, replace the catheter cable or the catheter. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).